Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the cardiac catheterization procedure was being performed when the issue occurred and was aborted for 2 days. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm was unable to perform rotations. The review of system log files showed soft collisions, indicating that the motor is too high resistance, so that it stops the motor movement, because a collision was suspected. Upon troubleshooting, the fse performed c-arm calibrations three time without any problems also replaced the motor as a preventive measure, since the c-arm shutters intermittently. After performing the calibrations and replacing the motor, the issue got resolved, and the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.